Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off without user input. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: the device received date was incorrect in the initial report and has been corrected. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported 'pump turns off' which was not reproduced. Improper shutdowns were verified through a review of the event history log but do not indicate that the pump powered off by itself. No component was identified to have failed. The device operated as designed. Should additional relevant information become available, a supplemental report will be submitted.